Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed error 1870. A functional test was performed and the reported issue was duplicated. It was determined that the most probable cause was due to the defective motor or rotation detection sensor. As a preventive, the gear motor and rotation detection sensor were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3, d4: UDI, and g4: 510k are unknown.

Event description:
It was reported that the pump exhibited error code 1870. It is unknown if there was patient involvement, no adverse patient effects were reported.